Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The control printed circuit board pcb was found defective and replaced. The ventilator was then tested, passed pre-use check and was cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator is not working. There was no patient harm. Manufacturer's ref.#: (B)(4).